Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. (B) (4). Conclusion: telemetry failed and pacing pulses were not observed with the returned device. This behaviour is most likely the result of damages sustained from a defibrillation shock (damage was sustained to the protective diodes). This induced an overconsumption of current and the depletion of the battery.

Event description:
The pacemaker device could not be interrogated after an external shock was delivered to reduce an atrial fibrillation. In addition, no magnet response was observed. Reportedly, the defibrillation paddles were placed on the left at the tip of the heart and in the opposite location. After the shock, return to sinus rhythm was observed.